Manufacturer narrative:
Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported 20 skin barriers have the hole out of the center. No photo provided.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary no samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. In addition, a complaint search for lot 8d05096 and malfunction skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only) was carried out and as a result, no additional complaint was found; therefore, no trend is observed. As per complaint manufacturing investigation procedure work instruction (wi), it is not required to open a nonconformance report (ncr) for these complaints which were not confirmed. Lot 8d05096 was manufactured on (B)(6), 2018, convex 2 piece (pc) line, with a total of 2,480 units. Complaint investigator performed a batch record review on (B)(6), 2020, description surfit natura s4s wfr cvx25/45mm1x5nl/gb to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material (B)(4), and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.